Manufacturer narrative:
The returned test strips were measured on reference meters with a high-level control sample. Qc level 2 target range = 2.5 - 3.1 inr measurement 1 = 2.8 inr measurement 2 = 2.8 inr measurement 3 = 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The customer used coaguchek xs pt test test strips for a coaguchek inrange. Product labeling states: "these test strips are to be used with the coaguchek xs system." And "only use the coaguchek xs pt test strips with the coaguchek xs meter." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of a questionable % quick result for one patient tested with the coaguchek inrange meter with serial number: (B)(4) compared to an unknown laboratory method. The result was reported to the medical personnel treating the patient. The same venous whole blood sample was used for both measurements. The meter result was 17 % quick. The laboratory result was 26 % quick. The time interval between the two tests was within 1 hour. The therapeutic range was requested but not provided.